Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart alarm. Blood glucose value was performed at the time of the incident. Troubleshooting was performed. The customer was advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump had blank display due to faulty. Unable to perform idle current test, run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test or verify unexpected alarm due to blank display. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corner.